Event description:
It was reported through the litigation process that some time post filter deployment filter limbs detached, embolized and caused the patient pain. There were no reported attempts made to retrieve the filter or limbs. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter limb(s) detached and are in the right lung and right neck area. The device was removed percutaneously. Allegedly, the patient experienced pain on the right side while breathing. However, the status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical record review: patient was scheduled for inferior vena cava (ivc) placement for pulmonary embolism prophylaxis. Access was gained via the right common femoral vein. A diagnostic inferior venacavogram demonstrated normal size and caliber with no evidence of intraluminal filling defects. The ivc filter was deployed infrarenal. Patient tolerated the procedure well without complaints. Approximately eight months post filter deployment, patient was scheduled for ivc filter removal. Access was gained via the right internal jugular vein. An inferior venacavogram demonstrated the filter to be localized within the infrarenal inferior vena cava and no evidence of abnormal appearance to the inferior vena cava. The filter was easily captured and retracted in the sheath and subsequently removed. The post retrievable inferior venacavogram demonstrated normal intraluminal diameter of the ivc with no evidence of acute extravasation of contrast or evidence of spasm or traumatic injury secondary to the retrieval. The patient tolerated the procedure well without complaints. Approximately two years four months post deployment, a cervical & spine x-ray was performed for patient pain. The x-ray demonstrated a small metallic ring overlying the right side of the lower neck. Same month, a cervical spine x-ray demonstrated a metal ring projecting over the right neck base. Approximately two years five months post deployment, a neck soft tissue CT w/contrast was performed which demonstrated a metallic ring at the anterior right side of the lower neck immediate lateral to the right jugular vein and a 9 mm radiopacity at the right suprahilar space, lateral to the tracheal bifurcation. Investigation summary:the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eight months post filter deployment, the filter was removed with no mention of limb detachment. Approximately two years four months post deployment, two x-ray images and a CT revealed a small metallic ring overlying the right side of the lower neck. Therefore, the investigation is inconclusive for limb detachment as the etiology of the metallic ring is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 01/2018, manufacturing date: 01/2015. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned. Images or medical records were not provided. Therefore, the investigation is inconclusive for filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that some time post filter deployment filter limbs detached, embolized and caused the patient pain. There were no reported attempts made to retrieve the filter or limbs. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical record review: patient was scheduled for inferior vena cava (ivc) placement for pulmonary embolism prophylaxis. Access was gained via the right common femoral vein. A diagnostic inferior venacavogram demonstrated normal size and caliber with no evidence of intraluminal filling defects. The ivc filter was deployed infrarenal. Patient tolerated the procedure well without complaints. Approximately eight months post filter deployment, patient was scheduled for ivc filter removal. Access was gained via the right internal jugular vein. An inferior venacavogram demonstrated the filter to be localized within the infrarenal inferior vena cava and no evidence of abnormal appearance to the inferior vena cava. The filter was easily captured and retracted in the sheath and subsequently removed. The post retrievable inferior venacavogram demonstrated normal intraluminal diameter of the ivc with no evidence of acute extravasation of contrast or evidence of spasm or traumatic injury secondary to the retrieval. The patient tolerated the procedure well without complaints. Approximately two years four months post deployment, a cervical & spine x-ray was performed for patient pain. The x-ray demonstrated a small metallic ring overlying the right side of the lower neck. Same month, a cervical spine x-ray demonstrated a metal ring projecting over the right neck base. Approximately two years five months post deployment, a neck soft tissue CT w/contrast was performed which demonstrated a metallic ring at the anterior right side of the lower neck immediate lateral to the right jugular vein and a 9 mm radiopacity at the right suprahilar space, lateral to the tracheal bifurcation. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the provided medical records, the investigation can be confirmed for limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post filter deployment filter limbs detached, embolized and caused the patient pain. There were no reported attempts made to retrieve the filter or limbs. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter limb(s) detached and are in the right lung and right neck area. The device was removed percutaneously. Allegedly, the patient experienced pain on the right side while breathing. However, the status of the patient is unknown.